Event description:
The physician utilized an up and over contralateral approach for this tibio peroneal trunk (tpt) case. It was a difficult lesion. The tpt case went well and the physician made six + passes with the turbohawk. When the physician was removing the turbohawk, they encountered wire wrap and could not remove the device. With a small amount of pressure the nosecone of the turbohawk separated from rest of device. The physician had to upsize the sheath to an 8f sheath, which was placed in other leg. From there, the physician was able to snare and retrieve the turbohawk tip without patient complications.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided.